Manufacturer narrative:
Patient gender and weight are unknown part number provided is for a pack of four screws. Only one screw in the pack broke. Device broke during insertion; device not considered implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Part 400.436.04c, lot l116670: assembly manufacturing location: (B)(4). Manufacturing date: august 24, 2016. Original part 400.436, lot h029347: manufacturing location: monument. Manufacturing date: february 05, 2016. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during surgery a cortex screw broke. The surgery was prolonged about fifteen (15) minutes. The broken off body of the screw was left in the patient. No information about patient condition and outcome available. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a product investigation was completed: only the screw head was returned for investigation; the recess shows little signs of use and the broken surface is homogenous. The investigation has shown that the cortex screw is broken just below the screw head; the broken-off screw shaft was not returned as it remained in the patient¿s bone. The review of the production histories revealed that this cortex screw was manufactured in august 2016 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. The measurable dimensions of the returned screw head as well as the material certificate were checked and found to comply with the specifications. The screw recess shows only little signs of use. The broken surface is homogenous what indicates material conformity as well. No manufacturing related issues that would have contributed to this complaint were found. Unfortunately, no definitive root cause was able to be determined. The complaint is determined not to be a result of a detected product related deficiency. No product related issues were found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.